Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug. The indication for use was non-malignant pain. The patient's husband reported that the device does not work. It was unknown as to whether patient suffered any symptoms. Additional information regarding the nature and details of the event, potential symptoms, troubleshooting, actions/interventions and causality has been requested and was not available at this time. If additional information is received, a follow-up report will be sent.